Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube window and broken reservoir tube lip noted. Unable to confirm motor error alarm and unable to perform displacement test, basic occlusion test and occlusion test due to reservoir tube lip broken off. The insulin pump passed prime test and excessive no delivery test. The motor was tested outside of the device and passed. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.